Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a replacement ilet device arrived with a damaged screen, as observed shortly after receipt when a screen protector was applied and the device was used at home. Symptoms included no adverse health effects and no alarms. Outcomes included continued use of the patient¿s cgm system while awaiting a functional replacement and successful coordination for return of the affected unit. Investigation included collection of device identification, shipping verification, request for photographs of the damage, and arrangements for device return and data synchronization guidance. Investigation of this case revealed a hardware screen visibility issue consistent with a damaged display component on receipt, with no associated performance or safety events reported. It was concluded, based on previously established findings for similar reports, that the cause was device damage present on arrival, consistent with handling or transit-related hardware damage.